Manufacturer narrative:
Section e initial reporter was not provided h3: it was reported by (B)(6), and not reported directly to medtronic by the customer, while in use on a patient, this pb840 ventilator generated a system error and the unit "stopped". The device was not made available to medtronic for evaluation. It was reported that the hospital staff inspected the ventilator and found the analog interface (ai) printed circuit board assembly (pcba) was damaged and replaced it. The unit was functional after part replacement. The cause of the reported event was isolated to a potential fault in the ai pcba. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by (B)(6), and not reported directly to medtronic by the customer, while in use on a patient, this 840 ventilator generated a system error and the unit "stopped". The patient was removed from the ventilator and placed on an alternate ventilator without injury.